Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Through a review of the device history record (DHR), it was identified that the mechanism installed into the device ((B)(4)) was swapped and originally belonged to pump serial (B)(4). It was also found that the ultrasonic sensor installed in the device (pump serial (B)(4)) did not match the ultrasonic sensor recorded in the DHR. It is unknown which device this ultrasonic sensor was removed from. These are an indication that the mechanism and ultrasonic sensor were swapped by the customer and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states ""servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."" The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.